Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an automatic filling error occur.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data:b5, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h11.

Event description:
It was reported that during use on the patient, the cardiosave intra-aortic balloon pump (iabp) had an automatic filling error occur. Another iabp unit was used to continue iabp therapy. There were no adverse consequences to the patient reported.

Manufacturer narrative:
No response has been received in regards to the repair and status of the iabp. This complaint is being closed. If this information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted. Evaluation not requested by complainant.